Event description:
It was reported that the implantable cardioverter defibrillator system was explanted due to infection. Patient would remain in hospital until infection clears. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.